Manufacturer narrative:
The following sections were updated/corrected/added: h6 (type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative. The subject devices were not returned for evaluation. No images of the affected devices were provided. Therefore analysis could not be performed. Based on the information available, the complaint of ruptured/herniated balloon was unable to be confirmed. A manufacturing defect is unable to confirmed based on the information available since 100% inspection of balloons are performed and each device undergoes leak and flow tests during manufacturing. The balloon burst was most likely not caused by manufacturing defect as it was confirmed during an investigation. Although a definitive root cause cannot be conclusively determined, the most likely cause is operational factors during use of the device. Balloon bursts can sometimes happen when the balloon is over-inflated, inadvertently introduced to a heat source or popped by a needle during repair. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification from france that "several" balloons of these retrograde cardioplegia cannulas rc2012 exhibited herniations that burst during use, leading to injuries to the coronary sinus that required repair of the coronary sinus that was not planned before the balloon burst. None of the events required the stopping of cardiopulmonary bypass (cpb) due to the burst and all the patients were in good condition after surgery. The incidents were widespread, affecting various medical professionals and cannula batches. A visible herniation in the balloon material was cited by the customer as the cause. The devices were noted to be prepared and used in accordance with the manufacturer's instructions for use and no anomalies were detected before installation or during device preparation.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as it was not confirmed available by the customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.